Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h6, h11. The device was not returned to olympus for inspection; therefore, it was not possible to confirm the reported failure. A root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source lamp had been on for a while and then turned off. The backup lamp came on and the error e102 appeared on the screen. There were no reports of patient harm.